Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient had a hematoma after implant which was close to the electrode tip. The hematoma was resolved, but it was noted that the electrode had room to move and the position of the electrode was no longer ideal, thus a repositioning took place and the lead was repositioned successfully. No additional adverse patient effects were reported.